Event description:
A malfunction was reported. Bg level was not provided. Technical support provided information for resetting the pump,

Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue has been captured under MDR#3013756811-2025-205333.